Manufacturer narrative:
MDR 3003442380-2024-02733 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set as the cannula was crimped on (B)(6) 2023. The issue occurred with two similar types of infusion sets and the site was upper buttocks. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.